Event description:
Reportedly, the smartview connect displays a 'no signal' message during first use, and no pairing can be performed. The case was already reviewed by operations team.

Manufacturer narrative:
Analysis synthesis: - analysis revealed that the smartview connect application upgrade and the renewal of the certificate most probably occurred at the same time, resulting in a mismatch between the certificate and the private key. As a result, the stored certificate was the wrong one and communication was prevented with the back office, leading to the observed issue. - this case is recorded for trending purposes.